Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. There was no ge employee visit to this site, and therefore the repair is unknown.

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.